Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp reported that the cause of the poking sensation was the electrode was not being placed deep enough into the skin, and therefore resolved after repositioning. The patient's weight at the time of the event was given. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1c0c4, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for clinical study reported that the electrode placed on left side poking at overlying skin. Pain and discomfort of skin overlying the electrode was reported. The issue was resolved without sequelae on (B)(6) 2017. It was reported that interventions taken was that the electrode was repositioned on (B)(6) 2017. The event was resulted in an unscheduled clinic or office visit and diagnostic examination of the electrode poking the overlaying skin. There was a report that it was not related to the device or therapy but related to the implant procedure. The patient reports constant pain over the left electrode (poking pain) that causes them to be unable to lie on their back or sleep well. The healthcare professional found the electrode placed on left side to be slightly poking on the overlying skin surface upon moving and bending. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.